Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.